Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, bake grade IV and concern with the product.

Event description:
Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: yellow particles on the shell and fold creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.